Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa common device name: intravascular administration set a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® push button blood collection set blood leakage occurred from tubing. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about blood leakage with wing set. After inserting the IV needle into a patient, the hcp connected the tube. Blood then leaked from the tube. When replacing with another product, blood was collected into the tube with no problem.

Event description:
It was reported that during use with a bd vacutainer® push button blood collection set blood leakage occurred from tubing. The following information was provided by the initial reporter, translated from japanese to english: this is a report about blood leakage with wingset. After inserting the IV needle into a patient, the hcp connected the tube. Blood then leaked from the tube. When replacing with another product, blood was collected into the tube with no problem.

Manufacturer narrative:
H.6. Investigation: received one used unit without packaging from material number 367324, lot number 9351418. The defect leakage was confirmed based on the bodily fluids observed on the needle hub and spring. The unit was attached to a needle holder. Four photos were submitted for review. A visual evaluation was performed on the submitted photos. The photos displayed the same findings as the evaluation of the returned unit. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.